Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 100 mg/dl. The reported glucose values fall within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.